Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The initial procedure occurred in 2006. The physician placed a taxus express2 2.5x8mm drug eluting stent to the ramus. The lesion was pre-dilated with a maverick balloon, unknown size. In 2007, in-stent restenosis occurred and was treated with ptci (percutaneous transluminal coronary intervention). No pt complications were reported. Pt condition is noted as "fine." Add'l info regarding this event is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.